Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient initially stated she was having a problem with the programmer. It was clarified she was encountering upper limit screen. She was able to increase from 9.60 up to 10.50 then saw the upper limit. It was reviewed 10.50 is the max output for the ins. She had a return of her pain on (B)(6) 2020. She also noticed a loss of stimulation sometime in (B)(6), and was unable to clarify what date. She confirmed the stimulation was on and no other groups were available on the programmer. It was also mentioned when she increased the stimulation she experienced "spasms". She had an appointment with her healthcare provider (hcp) on (B)(6) 2020, and the hcp recommended contacting a manufacturing representative (rep). She encountered programmer batteries were low and initially able to bypass the screen then later during troubleshooting began experiencing poor communication. She replaced the batteries and that issue was resolved.

Manufacturer narrative:
Continuation of d11: product ID 97740 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the loss of stimulation had not been resolved and the healthcare provider was d iscussing possible revision. The cause of the high impedance and loss of stimulation was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 97740 product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they met with the patient today at the office and the patient stated that they felt the device was not working anymore. The clinical specialist (cs/rep) interrogated the device and checked connectivity and impedances. Upon the connectivity check electrodes 0-1 were out. Upon the impedances check all electrodes had high impedances (10,000 ohms). It was unknown if there were any contributing factors. Since all electrodes had high impedances, the patient did not feel any stimulation and no reprogramming could be done. The cs turned the stimulation off to preserve the battery life and made the nurse practitioner and physician aware of the issue. The issue was not resolved yet. It was unknown at this time if surgical intervention would be planned but the rep indicated that they would follow-up for more information.